Event description:
It was reported that the patient was experiencing blurry/foggy vision and difficulty with near vision in their left eye (os) resulting in the need for an explant of the intraocular lens (iol). The patient's pre-operative best corrected visual acuity was 20/30 - 1 and post-operative uncorrected visual acuity was 20/80. The intended target was plano. The iol was exchanged for a different model and diopter. There was no reported patient injury. The iol will not be returned for investigation as it was discarded. At one week post surgery the patient indicated that their vision is improving but some days the vision is blurry/worse. No additional information was provided.

Manufacturer narrative:
Weight: unknown; requested but not provided. The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.